Manufacturer narrative:
Additional information in g4, h6, investigation results: it was reported that a polarstem modular head for 21000662 cracked between two trays. No product was returned for investigation and no batch number was communicated. The reported failure can therefore not be evaluated. Based on the available information a thorough investigation cannot be conducted and the root cause of the reported issue remains undetermined. No further actions have been initiated. If the reported device or additional information become available, this investigation will be reopened. The modular head (750023711) is designed to impact a ball head on the polarstem taper. It is therefore subjected to repeated impact forces. Additionally, repeated steam sterilization processes could contribute to an embrittlement. It is however unknown for how many cycles this instrument has been used. A functional test simulating 5 years of use was performed. The reported failure mode could however not be reproduced. The root cause stays undetermined after investigation. Nonetheless, in combination with our continuous effort to improve our products, further investigations started to evaluate the root cause of this failure.

Manufacturer narrative:
Complaint reference: case-(B)(4).

Event description:
It was reported that the polarstem modular head for 21000662 cracked between two trays. No case or patient involved.